Event description:
It was reported that the "patient noticed the alert of the crt-d late at night." The patient was notified and went for a check-up the next day. The lead integrity alert (lia) was triggered due to noise and oversensing. The patient was hospitalized for three days. It was further reported that there was no more noise; however, oversensing "increased a little." "Intermittent noise was seen by exerting pressure on the device implant site." The lead has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors and the distal conductor had an overstress fracture. There was a breached cut and cosmetic depression on the outer insulation and there was apparent explant damage.